Event description:
During a coil embolization procedure, the coil (orbit rdfl complex standard) could not be deployed. Then another syringe was utilized to detach the coil, but still failed. Finally, another orbit coil was utilized to complete the procedure.

Manufacturer narrative:
Add'l info indicated that prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and during prep, the syringe or coil delivery system was not damaged. During prep, a dedicated saline source was utilized to fill and prep the syringe. One coil was detached with the syringe that failed to detach the coils. The syringe was taking to the blue zone, and the blue zone was not exceeded. The same syringe was used successfully with the next coil. After disconnecting the coil delivery system, no damage was noted on the syringe or delivery system. Prior to this coil, or any time, the green zone was not exceeded on the syringe. The syringes were not taking to the red alternative zone in order to detach the coil. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. The same syringe was utilized with both coils and utilized to complete the procedure. During detachment or at any time, the syringe was not taking to the orange zone. After the product failure occurred, no other damages were noted on the coil (unraveled/stretched), delivery system or hub. After removal, no other damages were noticed coil or delivery system. The procedure was completed successfully. Add'l info will be submitted within 30 days of receipt.